Manufacturer narrative:
The company service representative confirmed the event. The unit was repaired and put back into service. We will continue to monitor the database for trends and similar reports. (B)(4).

Event description:
The customer reported that while a cs 300 iabp was in use on a patient, they were unable to zero the pressure transducer. The machine on the screen was indicating rapid gas loss, the service representative speaking with the staff ascertained that on the completion of auto filling, when the start button was pressed, the machine failed to pump. They change the patient to the same cs300 and continued the therapy. No patient injury was reported.